Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a bubbled downstream occlusion and alarms "air in line" when there was no air in the line. Per reporter, the event occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was received in used condition for evaluation. A medium alarm 'cannot start pump' was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the intermittent air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.